Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient was presented in emergency room, with phrenic nerve stimulation. During device interrogation, no capture was observed at maximum output, using the rv lead. Under fluoroscopy, the rv lead showed signs of migration with very little slack between the device pocket and site of distal fixation. While repositioning the rv lead, physician was not able to re-extend the helix. The rv lead was explanted and replaced. The patient tolerated the procedure well and did not experience any adverse events.